Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient stated the alleged issue began on (B)(6) 2011 at 3:30pm. The patient reported blood glucose results of '450mg/dl' with the subject meter and '66mg/dl' on another unknown meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient reportedly manages her diabetes with oral medications (unknown type and dose) along with diet and exercise and she denied making any changes to her normal routine as a result of the alleged inaccurate result. The patient claimed that just prior to testing on the subject meter (approximately 15 minutes before testing), she was experiencing symptoms of "sweating, seeing spots in front of eyes, weak in the legs and talking out of her head." The patient was reportedly taken (or went) to the emergency room (ER) and was allegedly treated with IV glucose at approximately 3:45pm on (B)(6) 2011. The patient stated she was tested using an ER meter (unknown name) at 4:15pm and it gave a reading of '27 mg/dl'. It is unknown if the patient was later released on that same day. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site. A quality control solution test was also performed and the result fell within the expected range printed on the subject test strip vial. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury and was treated by a healthcare professional for an acute complication of diabetes after alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6) 2011 the meter was tested and no faults were found. On (B)(6) 2011 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.